Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was also noted that analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
Additional information was received which indicated that an additional alert was triggered due to suspected noise on the rv lead. It is believed the lead may be developing integrity issues.

Manufacturer narrative:
Summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that a sensing integrity alert was triggered on the patient's right ventricular (rv) lead due to physiologic oversensing and possible electromagnetic interference exposure. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The analyst commented that 2 nonsustained episodes with v-v intervals less than 220 ms were found between 2015-12-03 and 2015-12-06. It was also noted that analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst commented that there were 1209 v sics since the last session 40 days prior.

Event description:
Additional information was received which indicated the rv lead was explanted and replaced.